Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received pump error 37 (drive count/time values or changes incorrect for moving or coasting, too slow or too fast). The customer received an error in the motor that was detected by reading an unexpected value from the hall sensor (pump error 43), and a battery failed. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the battery failed alarm, and the serialized device was replaced. Troubleshooting was not performed for the pump error. No harm requiring medical intervention was reported. The customer was advised to revert to the backup plan per the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08685 inches. The pump history and trace files were successfully downloaded using thump. There were no unexpected battery failed alarms, pump error 43 alarms or pump error 37 alarms during testing. A review of the pump history file shows there were two (2) pump error 43 alarms and two (2) pump error 37 alarms (followed by battery failed alarms), listed below: 7/24/2025 13:01:00 faultnumber: motordriveerror (43) linenumber: 763 filenumber: 121. 8/03/2025 08:45:00 faultnumber: motordriveerror (43) linenumber: 763 filenumber: 121. 7/24/2025 13:01:00 faultnumber: motormotionalarm (37) linenumber: 740 filenumber: 121. 8/03/2025 08:45:00 faultnumber: motormotionalarm (37) linenumber: 740 filenumber: 121. 8/03/2025 08:55:33 faultnumber: failedbatttest (58) linenumber: 691 filenumber: 39. The battery failed alarm (pump error 58) was expected since, after the pump restart caused by pump error 37, the aa battery did not pass the startup battery test (it was depleted). The pump was cut open to perform a visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2), force sensor, and motor with corrosion on the motor home switch. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, stained serial number label, pillowing keypad overlay, cracked battery compartment at the corner of the belt clip rails, and cracked battery tube threads. Pump error 43 and pump error 37 alarms are confirmed due to moisture damage on the harware and a corroded motor home switch. Battery failed alarm is not confirmed due to the aa battery did not pass the startup battery test (it was depleted). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.